Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a possible kinked cannula and high blood glucose. Customer stated that her insulin pump was not delivering insulin when she went to work in the morning. Customer was on her way home and her blood glucose was 400 mg/dl.